Manufacturer narrative:
(B)(4). A service history review revealed that this device has been previously serviced for the reported condition, and the batteries and battery harness were previously replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a battery failure. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During the product evaluation it was determined that the event occurred during delivery. There was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was damaged main batteries. This is a stay in device and will not be repaired. A follow-up medwatch report will be submitted if additional information becomes available.